Event description:
A general dentist returned a broken nitanium palatal expander complaining that it has broken in a pt's mouth. During the investigation, doctor informed MFR that approximately 5 weeks after the placement, the pt felt that the expander was feeling "different" in her mouth and it's position has changed. The next day, when dentist examined the pt, he found that a wire segment (approximately 1 long x .036" diameter) has broken off the expander. All the pieces of the nitanium palatal expander including the broken wire were removed from the pt's mouth. No medical intervention was needed and the incidence had no consequence or impact on the pt's health.